Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the vuetip10, vuetip trocar swab accessory kit laparoscopic solutions, device was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿tip of laprovue cleaning swab broke and detached into patient. No patient injury occured.¿. Further assessment questioning found that the detached device was removed from the patient with the use of surgical graspers. The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. A 2 year lot history review could not be conducted as a lot number was not provided. A device history record review could not be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to use the small head vuetip trocar swab for 5 - 8 mm trocars, and the large head vuetip trocar swab for trocars 8 - 12 mm. Grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. On certain trocar models that have a spring loaded valve, open the valve during insertion or retraction of the vuetip trocar swab. Be sure the trocar does not have any sharp edges that can snag the vuetip trocar swab. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the vuetip10, vuetip trocar swab accessory kit laparoscopic solutions, device was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿tip of laprovue cleaning swab broke and detached into patient. No patient injury occured.¿. Further assessment questioning found that the detached device was removed from the patient with the use of surgical graspers. The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.